Manufacturer narrative:
Additional information could not be provided for the reported adverse events. (B)(4).

Event description:
Per the clinic, the patient developed discharge from the surgical wound on (B)(6) 2009. Per the clinic, the patient developed discharge from the surgical wound on (B)(6) 2009, treatment not reported. On (B)(6) 2009, the patient developed skin overgrowth at the implant site and was subsequently treated with silver nitrate on (B)(6) 2009. On (B)(6) 2009, the patient developed inflammation and tenderness around the abutment site, and was treated with steroids and ointment. On (B)(6) 2015, the patient developed an infection at the implant site. Treatment for the infection was not reported.